Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: 97745 controller ptm - s/n#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated the first couple of days everything has been working well except for the past couple days. Caller stated yesterday they started charging the unit at 7pm and it was down to 60% and at 10pm it still hadn't reached finished so they disconnected and went to bed after it reached 100%. Caller stated they left it plugged in to see how long it would take from the time it reaches 100% to get finished and it took over 3 hours yesterday to get to 100% and the couple days before that it was taking probably 2. 5 hours to reach 100%. Patient service specialist asked if there was anything wrong with leaving the controller plugged in and caller stated they try to charge once a day and it's usually between 50-60% when they start the charge. Caller mentioned they have never let it go below 50% in the week that they've had it turned on. Caller also mentioned the past 3 or 4 days when they have everything connected and the donut is in the area on the back to charge, if patient is sitting and not moving and just goes to scratch his ear or something it goes from excellent to poor and then starts all over again and they have to reposition it again. Caller said they have been in contact with the representative who suggested to call patient service for troubleshooting. During the call, patient service specialist walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Patient service specialist had caller re insert the battery and confirmed controller is at 1% and implant is at 80%. Caller then stated the controller screen went black and wouldn't turn back on. The troubleshooting steps that were taken on the call resolved the issue. Caller reported the recharger is very sensitive and flips around. Caller clarified that they have noticed this for about 2 days and they are trying to figure out how to resolve it. Caller asked if it's normal for it to take 3 hours to charge the implant from 50% to 100%. The patient was redirected to their healthcare provider to further address the issue if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.